Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. Evaluation summary: the device was returned for evaluation. The reported implant dislodgement could not be confirmed; however a proximal seal break was noted. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending (lad) artery with a chronic total occlusion. During withdrawal of the sheath, the mandrel was pulled too hard and the implant became dislodged. The device was not used. Another 3.0 x 28mm implant was prepared and the sheath was removed carefully this time. The 3.0x28mm implant was successfully deployed. No adverse patient effects or clinically significant delay in procedure. No additional information was provided. The device was returned with the balloon separated from the outer member at the proximal balloon seal. The implant was not dislodged as reported.